Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier failed to scan, and all users were prompted to obtain witness verification during login. A technical support specialist (tss) removed the unsupported lumidigm driver and installed the updated version with administrative privileges. The update was successfully transferred to the station, and the lumidigm bioid reader was confirmed as detected in device manager with the latest drivers. The lumidvcsvc service was verified as installed and running, and the station was rebooted to complete the update. The fse subsequently confirmed with the customer that the bioid was functioning properly after the reboot. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station tccb-pacu biometric identifier scanner failed. Customer stated that station with the fingerprint scanner was not working, and all users attempting to log in received a prompt requiring witness verification. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.